Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was present of multiple episodes (363, 373, 374, and 375). A lead failure predictor alert was triggered on (B)(6) 2014 for non-sustained tachycardia episodes and short interval counts, both due to t-wave oversensing. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered for overesensing on the right ventricular lead. T-wave oversensing was noted. Reprogramming was performed, but the oversensing still occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that t-wave oversensing continued to occur. Additional reprogramming was performed.